Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(6) 2016 which was visually positive. The immucor laboratory tested retention product (B)(6) 2016 and (B)(6) 2016, which performed as expected. The immucor laboratory also tested a returned blood sample on (B)(6) 2016 which yielded an ntd outcome.

Event description:
On (B)(6) 2016, a customer reported an unexpected positive result when using anti-b (murine monoclonal) series 3 on a galileo instrument.